Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision, asr resurfacinig, left. Reason(s) for revision: notification only. Possible infection. Update alert date 23 feb 2017. Claimsuite update received - attached. Added lot number, manufacture date/facility for cup. Added lot number, product code, manufacture date / facility and brand name for head. Added sleeve and stem. Amended date of original surgery. Update 20jun2017: additional information received. Reason(s) for revision: multiple reasons.

Manufacturer narrative:
Asr revision. Asr resurfacing. Left. Reason(s) for revision: notification only. Possible infection. Claimsuite update received - attached. Added lot number, manufacture date/facility for cup. Added lot number, product code, manufacture. Date / facility and brand name for head. Added sleeve and stem. Amended date of original surgery additional information received. Reason(s) for revision: multiple reasons. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.